Manufacturer narrative:
Other, other text: the disposable was returned for analysis. The sample was received in unused condition inside its original sealed packaging. The sample received was tried prime using a pressure vessel [cal. ID: (B)(4); due date: jan, 2021] in order to look for any difficulty; the sample was easily connected and the complaint was not confirmed since the sample fluid passed thoroughly the filter, tubing and luer without any issues. Quality takes a sample of 15 units at an interval of two (2) hours, prior to placing product in bag, in order to verify all components are present and correct per the flowchart. There was no fault found so the issue could not be confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the parenteral nutrition would not flow out the tubing cadd administration set. This was causing the pump to alarm (indicating air bubbles). This incident occurred with several patients. No patient injury or complications were reported in relation to this event.